Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery. A 6mm x 10cm interlock coil was selected for use. During the procedure, it was noted that the device became stuck in the distal part of the catheter. Flushing was performed intermittently prior to removing the coil. However, it was further noted the coil protruded from the catheter's tip upon removal on both catheter and the coil together. The procedure was completed with a different device. No patient complications were reported.